Manufacturer narrative:
Additional information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was clarified that there was an error in translation and that navigation had nothing to do with the issue. The issue was only related to the instrument (which was a non-reportable issue).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the navigation system failed to start. There was no patient involved when the issue was discovered.